Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. The customer stated that they were unsure if they press a button down for 3 minutes or longer and had crack in the back of pump. Customer woke up to go to the bathroom and it did that and then screen went black and could not get it to do anything else and just kept alarming and did this every minute and a half and then it came back and by then the sensor and it opened back up. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with missing display window or cover, cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Device powered up after battery installation was received with intermittent button response due to corroded keypad trace. Unable to perform the displacement test, active current measurement, sleep current measurement, and self test due to unresponsive buttons.